Event description:
A report was received that the was experiencing discomfort at the pocket site. The physician noted that the ipg was obviously tilted and pressing against the skin. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there was no skin breakage. The patient underwent a pocket revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the was experiencing discomfort at the pocket site. The physician noted that the ipg was obviously tilted and pressing against the skin. The patient will undergo a revision procedure.